Event description:
A pt of unknown age and gender presented for an angiographic procedure. During prep, while the angiographic catheter was outside the pt, the physician began to advance the guidewire through the angiographic catheter. The physician noted that the soft tip of the catheter began to separate when pushed over the wire. The device was set aside to be returned to the manufacturer for evaluation. As the defect was noted prior to insertion, there was no contact with the pt; hence, there was no harm or injury to the pt.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).